Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 109 compared to the labs 168 mg/dl. Tests were done within 10 minutes. Tests were taken from the vein. Pt did not experience any adverse events. No furhter info has been reported.